Manufacturer narrative:
The customer-reported issue of the emergency battery unable to charge could not be reproduced during investigation testing. This investigation found that the driver functioned as intended and passed all requirements. The emergency battery was further tested independently and found to function as intended and to meet all specifications. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4711 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver did not charge its emergency battery despite being plugged in for several days.